Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device migration/cutaneous contour deformity. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent breast augmentation revision with a mentor smooth round moderate plus profile 425 cc saline prosthesis experienced a right sided cutaneous contour deformity with device migration post procedure. The device was described as big and flat, migrating south, having a big bubble next to the right arm, having a pop that can be felt, a few bubbles together, and not stabilizing within a bra. As a result, an explant was performed on (B)(6) 2020.